Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. The reported lot number was manufactured before the action implementation date.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3.the date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety mechanical failure. It was reported by customer that cathena blood control spring didn't work. Verbatim: cathena blood control spring didn't work.